Event description:
Patient was implanted with plate and screws on an unknown date from an ankle fracture. The patient was experiencing pain. X-rays taken on an unknown date revealed the screw broke post-operative. Patient was returned to the or on (B)(6) 2012 for removal of hardware. The surgeon made a small incision and removed the broken screw. All parts of the broken screw were retrieved. The surgeon did not implant a new screw. The patient's fracture was completely healed.

Manufacturer narrative:
Additional narrative:without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.note: blank fields on this form indicate information that is unknown, unavailable or unchanged. (B)(4): placeholder.